Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) reporting that her onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014. The patient detailed that she is not taking any medication to manage her diabetes and it is not known if the patient made any adjustments to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿anxiety¿ on (B)(6) 2014. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that the patient had charged the meter until ¿charge complete¿ message occurred and that the battery did not need to be recharged. The cca also detailed that it was a recurring issue and that there was no misuse of the product. Replacement products were sent to the patient. Based on information provided, there is no indication that the alleged meter issue caused and/or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.